Event description:
It was reported that the patient was readmitted for massive bleeding in the upper gastrointestinal tract. Upper endoscopy and blood transfusion with packed red blood cells were performed (less than 4 units). There was treatment with drugs. The patient received warfarin and aspirin for anticoagulant treatment at the time of event. The cause of the bleeding was due to a history of lesions or disease at the site of bleeding, which promoted the onset of bleeding. Endoscopic bleeding in the duodenum was confirmed.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 22aug2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article "successful treatment with angiotensin-receptor neprilysin-inhibitor (arni) in a patient with advanced heart failure after left ventricular assist device (lvad) implantation" that a patient implanted with a lvad was hospitalized after implant due to worsening heart failure triggered by excessive salt intake and gastrointestinal (gi) bleeding with anemia. The gi bleed was confirmed with upper and lower endoscopies. The gi bleed resolved by lowering the patient's anticoagulation dose. While hospitalized, the patient's medications were changed from enalapril to arni. The patient reportedly had a mild increase in brain natriuretic peptide (bnp) levels post-discharge but was otherwise progressing without worsening heart failure. The patient's bnp gradually decreased. Seven months after the introduction of arni, a pulmonary artery catheterization was performed which showed hemodynamic improvement.

Manufacturer narrative:
Author information: yaegashi, d. Et. Al. (2022). Successful treatment with angiotensin-receptor neprilysin-inhibitor (arni) in a patient with advanced heart failure after left ventricular assist device (lvad) implantation. The 26th annual scientific meeting of the japanese heart failure society. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) until (B)(6) 2022, when the patient was transplanted. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instruction for use (IFU) (rev. B) is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.